Event description:
It was reported that bd discarditii has incorrect label information the following information was received by the initial reporter with the following verbatim: manufacturing date not matching coa vs syringe label. In coa mention mfg. Date is 20th december 23 and on label of syringe 2 ml it mention jan 24.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Manufacturing date not matching coa vs syringe label. In coa mention mfg. Date is 20th december 23 and on label of syringe 2 ml it mention jan 24.

Manufacturer narrative:
Physical samples not received , only photograph received. We have checked the coc & found that wrong manufacturing date was mentioned in the coc. We immediately correct the coc as per product record. Retain sample analysis not applicable as this is documentation error.